Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump had a button error. Customer was unable to clear the alarm. The customer's blood glucose was unknown. Customer stated none of the buttons are responding. The customer was advised to discontinue use of the pump and revert to a backup plan. The device will be returned for analysis.